Manufacturer narrative:
The access port connector associated with this report has not been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Analysis showed a curved opening with leakage on the belt with striations consistent with surgical removal of the device. The buckle and band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) were broken with striations consistent with surgical removal of the device. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling instructs surgeon to "inspect the inflatable portion of the band for uneven inflation or leaks prior to product placement." A possible cause of the event includes over inflation of the band with....

Event description:
Healthcare professional reported that the device was explanted, due to an aneurysm in the shell.